Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).

Event description:
Customer reported: x-ray was taken, but the radiopaque line of this ett tube could not be confirmed in the radiograph. Customer confirmed there was no further harm to patient. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.